Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs), other upper quadrant sites, and spinal pain. It was reported that the warning power on reset (por) was seen on (B)(6) 2017. It was reviewed that therapy had stopped from the por. The patient had been recharging when they saw the por. It was reported that the device had not been on when the patient was charging. The patient did not try to turn stimulation on until this morning and they saw the por again. The patient did not sleep with stimulation. There were no related falls, traumas, or electromagnetic interference (emi). The por could not be cleared. The patient wanted to arrange a meeting with the manufacturer representative. The patient stated that they would be contacting the manufacturer representative. The patient was on the way to the rheumatologist as their joints had been hurting for some time. Their blood test showed positive for lupus. Additional information was received from the consumer on (B)(6) 2017 reporting that they had tried to contact the hcp and manufacturer representative but had not yet gotten in touch. The consumer was redirected to the hcp because the por could not be cleared using the patient programmer. It was stated that the patient did not know if it was because of the fact they were there and was given injections. It was stated that the patient had not said anything then but it was not doing this several weeks ago. It was reported that they guessed they would leave the device off and that it did not matter if the device was not working. Additional information was received from the consumer on (B)(6) 2017 reporting that the hcp office had the manufacturer representative call them but he manufacturer representative was busy so the patient scheduled an appointment with another manufacturer representative for monday morning (B)(6) 2017. The patient had to cancel this appointment due to diarrhea from the flu. Since then, the consumer had been waiting for a call back but had not heard back about a rescheduled appointment. There were no patient symptoms reported.

Event description:
Additional information was received from the consumer on 2017-02-20 reporting that they were calling in regards to the patient letter that they received. The patient had met with a manufacturer representative who turned stimulation back on but had not reprogrammed or made adjustments. It was reported that the manufacturer representative stated patient services would do analysis and let the patient know. No steps were actually taken other than turning stimulation on and the patient did not know why the stimulation turned off. It was stated that the issue was definitely not depletion because they were diligent about recharging and did not let it get below a quarter full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the power on reset (por) condition was cleared. The code was 0x300. The cause of the por remained undetermined. Once the por was cleared, the therapy started working again.